Manufacturer narrative:
No further evaluation of the device is required. A dade behring representative corrected vacuum problems on the analyzer. The faulty vacuum could lead to reagent contamination. The chem wash and water lines were also decontaminated.

Event description:
A falsely elevated troponin result was obtained on the dimension. Rxl analyzer. The result obtained was 1.8 ng/ml. The result was reported, however, the physician questioned the result. The sample was repeated on an alternate dimension analyzer. The result obtained was < 0 . 04 ng/m. The sample was repeated three hours later on the first analyzer. The result obtained was 1. 86 ng/ml. Other cardiac markers were also run and they were normal. A new troponin reagent was put on the analyzer. The troponin results on the original sample were < 0 . 04 ng/ml (triplicate results). There was no adverse health effects since the falsely elevated troponin result was questioned by the physician. A dade behring representative corrected vacuum problems on the analyzer.